Event description:
It is reported that a customer states that their serter is broken. The patient's blood glucose level was 116 mg/dl at the time of the call. The customer stated that the needle guard was stuck in the serter. Assisted customer in removing needle guard from inside and confirmed serter is working right. The customer mentioned that they took off the pump the previous night and has been having high blood glucose ever since. The customer did not mention how high their blood glucose levels reached. The customer stated that they will call back to finish trouble shooting at a later time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.